Manufacturer narrative:
The investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted osteotome confirmed the 202446916 end cap component has fractured at the center of the pin that secures the cap to the shaft. The root cause is being attributed to suspected misuse. The sigma unicondylar surgical technique (.25m0908 / 0612-05-507) states "use the tibial osteotome to gently remove the bone from the keel slot. Do not impact forcefully as this can cause a break of the posterior tibia". No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with the reported event was not returned. A photograph of the device was provided. Examination of the submitted photograph confirmed the end cap component fractured at the center of the pin that secures the cap to the shaft. A complaint database search against the provided product and lot combination finds other reported incidents of fractured/disassociated end caps. The previous reports were investigated and no evidence was found indicating material or manufacturing were contributing factors. The prior investigations found the root cause to be suspected mis-use through improper impaction. The investigation could not draw any conclusions about the root cause of the current reported event without the instrument and end cap component to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor trends through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Metal impacting head has snapped off.